Event description:
It was reported that during a revision case to remove more tumors, it was discovered that the screws were no longer fixated to the plates. Originally there were 4 plates fixated with a total of 8 screws. One plate had only one screw remaining fixated in it, while another plate had no screws. There were three screws floating within the patient. All product was removed and discarded.

Event description:
It was reported that during a revision case to remove more tumors, it was discovered that the screws were no longer fixated to the plates. Originally there were 4 plates fixated with a total of 8 screws. One plate had only one screw remaining fixated in it, while another plate had no screws. There were three screws floating within the patient. All product was removed and discarded.

Manufacturer narrative:
Actual device not returned for evaluation. Internal investigation in progress but not yet complete. Device discarded.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue. Device not returned.